Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed for drainage into a right subdiaphragmatic collection. After an unspecified amount of time, it was noted the catheter was not draining. Upon removal, the side holes were blocked with tissue from the patient. The catheter suture string was also protruding from the side holes and collected unspecified bodily material. It is unknown if another device was placed after removal of the complaint device. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: investigation evaluation : a review of the complaint history, instructions for use (IFU), quality controls were conducted during the investigation. Physical examination of the device could not be performed since the device was not returned. The device manufacturing record showed no gaps in production or processing controls. A review of the device history record could not be performed due to an unknown lot number. No nonconforming product is not suspected in house or in the field. The instructions for use (IFU)were reviewed and the following precautions for this failure mode include: " when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture and traction on the locking suture, if present should be sufficient to ensure adequate retention of the tip, but should not be overly tight. Verify catheter tip configuration by fluoroscopy". Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be established. The appropriate personnel were notified. A quality engineering risk assessment determined that additional risk reduction activities are not required at this time. Cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.